Manufacturer narrative:
The electrodes were returned to zoll for evaluation; visual examination found the high voltage wire was disconnected. Further visual examination found that there was evidence that the wire had been connected appropriately during manufacturing. A review of the retained sample from two separate lots was performed. There were no abnormalities found. The event electrodes were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6), male patient a wire was detached from the electrode pad. Complainant indicated that the clinician obtained another electrode pad to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to medwatch report 1218058-2016-00041 for the second set of electrodes.